Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported flow rates out of spec and incorrect tubing during maintenance involving an olympus flushing pump. The customer suspected the cause of the out of spec flow rate was the pump motor. There was no patient injury reported.